Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure alarm. Nurse called regarding an autofill failure alarm. She had already switched out pumps at the time of the call. She was asked to check the insertion site for any restriction that could be causing it and try and reposition the patient, especially the shoulder area. These did not resolve the alarm. She denied blood in the tubing and connections were tight. Nurse said the pump had already been in standby for 10 minutes at the start of our call. Due to the troubleshooting that was ineffective in getting the pump restarted, she was recommended to contact the provider asap for the removal and/or replacement of the catheter. This is the complaint for the pump and there will be a complaint for the balloon catheter as well. There was no patient harm. Related balloon tw #: (B)(4)/ one support: (B)(4).

Manufacturer narrative:
Additional contact details: contact person and phone number :(B)(6). Occupation: administrator/supervisor. It was reported that cardiosave intra-aortic balloon pump (iabp) during use autofill failure alarm. ICU nurse ((B)(6)) called regarding an autofill failure alarm. She had already switched out pumps at the time of the call. A getinge technician asked (B)(6) to check the insertion site for any restriction that could be causing it and try and reposition the patient, especially the shoulder area. These did not resolve the alarm. She denied blood in the tubing and connections were tight. (B)(6) said pump had already been in standby for 10 minutes at the start of our call. Due to the troubleshooting that was ineffective in getting the pump restarted, fse recommended she contact the provider asap for the removal and/or replacement of the catheter. This is the complaint for the pump and there will be a complaint for the balloon catheter as well. No harm to patient. There was a patient involved. Fault not verified. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.